Event description:
The surgeon implanted a collamer lens model cc4204bf and tore upon insertion. It was stated the lens touched the pt's eye, but was ot fully implanted. There was no pt injury and the cause of the lens damage was unk. The contact stated the indigo-p injector was used, but the lot number was unk. The contact could not recall the model and lot numbers of the cartridge used during surgery.